Event description:
It was reported by the customer that microintroducer from a PICC that when a coworker was attempting to insert into pts vein was not able to advance. After removed I looked at it and noticed the end of the external sheath was not smooth. Not sure if was like that prior to inserting attempt or not. No injury to patient. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that microintroducer from a PICC that when a coworker was attempting to insert into pts vein was not able to advance. After removed I looked at it and noticed the end of the external sheath was not smooth. Not sure if was like that prior to inserting attempt or not. No injury to patient. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4.5fr microintroducer. Light use residue was observed on the sample. Microscopic inspection of the distal end of the sheath revealed regions of the sheath were buckled and flared outward. The sheath tip deformation was consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, and if the transition between the sheath and the dilator is rough or abrupt. This complaint will be recorded for future trending and monitoring purposes.